Event description:
The first emergency respondere who attempted defibrillation connected the pads to the physio lp500 defibrillator, but the defibrillator kept telling them to connect the electrodes. The ambulance crew tried the same pads with their defibrillator unit, and had the same result. When the paramedic used different pads and a different defibrillator, the system worked. Ems personnel on the scene were not able to resuscitate the pt, and according to the initial reporter, the medical records show that the pt was down a considerable amount of time before ems arrived. The manufacturer of the defibrillator conducted a field test on the unit and could not detect a defibrillator malfunction, but the manufacturer took the defibrillator back for more office testing; no further results are available.